Manufacturer narrative:
Device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (unable to charge a battery) has been confirmed. Upon investigation the battery charger/modem was unable to recharge a battery. The cause for the failure was isolated to a shorted q1 current-controlling transistor on the bedside pca. The root cause for the shorted q1 transistor could not be positively identified. No adverse event resulted from the defective battery charger/modem. Device evaluation of battery sn (B)(4) has been completed. The reported problem (won't hold charge) has been confirmed. As received, the batteries were unable to power on a monitor or charge. Upon evaluation, the batteries' cells were mismatched and unable to charge. The root cause of the mismatched cells was unable to be positively identified. No adverse event resulted from the defective battery. Charger: sn (B)(4), mfg date: 03/24/2016. Battery: sn (B)(4), mfg date: 01/23/2015.

Event description:
A us distributor reported that a patient battery charger was not charging the batteries and that the batteries were not holding a charge.